Manufacturer narrative:
The device was received and evaluation was completed. A device history review revealed no issues that could have caused or contributed to the reported issue. A visual inspection was performed and no abnormalities were found. The reported issue was reproduced when the device was slow to power on when the slide clamp was inserted, which indicates the device had a delayed response to recognizing an open door. The device was determined to not meet all product specifications related to the reported event. The reported symptom was verified. The cause was determined to be a failed upper auxiliary and was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump does not turn on upon insertion of slide clamp. There was no known patient injury or medical intervention associated with this event. No additional information is available.